Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified first diagonal artery. The lesion was predilated with a 2.0mm non bsc balloon and then the physician advanced a 2.25x12mm taxus express2 atom stent to the first diagonal artery; however, the device was unable to cross the lesion. The physician removed the device and it was noted that the stent struts were frayed. A 2.25x11mm non bsc balloon was then used to dilate the lesion and the physician attempted to cross a non bsc stent, but the device was unable to cross the diagonal artery. The device was removed and the physician decided to end the procedure at this point because an adequate result had been achieved with the inflation of the balloon. No pt complications were reported with the pt's current condition listed as "okay."

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).